Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal and proximal conductor of the lead became extrinsically distorted due to being kinked/buckled. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal and proximal conductors distorted and the outer insulation appeared to have cosmetic depression marks. There was no fracture or insulation breach observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had a confirmed fracture. There was also damage on the inner and outer insulation near the suture sleeve. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.